Manufacturer narrative:
The fse did not take any medication and did not miss any work due to this incident. The doctor confirmed that the ligament was torn and the fse attributes the injury to the incident in (B)(6) 2024 when he was working on the power express at a customer site. The injury occurred after the fse pulled on the cable chain assembly. No further information was provided. There is no evidence of a system malfunction. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
In (B)(6) 2024, a beckman coulter field service engineer (fse) was asked by the customer to check for a loose piece in 5k stockyard of the power express system. When fse pulled on the cable chain assembly, he felt a pop in his left wrist. The fse sought medical attention in (B)(6) 2024 for a torn ligament in their left wrist initially thought to have occurred during personal time, but the doctor determined that the injury was older. The fse remembered hearing a pop while on duty in (B)(6) 2024, working on a power express stockyard drive chain at a customer site.